Manufacturer narrative:
B3: event date is not known. Continuation of d10: product ID: 978b128; lot#: va2src4; implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the lead was fractured, damaged, or broken. It was noted that the damage looked like a fracture. The patient experienced pain as a result of the issue. Troubleshooting was performed by other reps and the nurse practitioner. The cause was not known. The patient also experienced discomfort/soreness/pinching and a worsening of their baseline symptoms of non-obstructive urinary retention. The issue was resolved. The lead was explanted on (B)(6) 2024.